Event description:
A patient reported blood glucose results of 467 mg/dl, and 165 mg/dl with a lifescan meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and or mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. No medical attention was received. The medical affairs specialist contacted the patient to confirm the information the patient then related an incident that happened in 02/04 pt checked their blood glucose at 6am and the reading was 101mg/dl. Pt took morning routine medications for diabetes and pt went out to a group meeting. At 8:30 am pt was staggering and having difficulty taking. The patient was taken to a clinic and about 9am pt blood glucose was 53 mg/dl. There had been no attempts to take blood glucose on the one touch ultra meter after 6am. Pt had taken routine medications and meals. The patient stayed the night and was treated intravenously for dehydration, hyperglycemia and hypertension. The customer care representative performed troubleshooting; no control solution. Based on the information provided there is no indication that the product malfunctioned in february since the meter was only used at 6 am before the incident occurred. This is reporteds an issue with precision.